Event description:
Pt with history of a syncopal episode; found to be in complete heart block. Pacemaker evaluation revealed intermittent problems with telemetry, even with wand directly over pacemaker. When communication was achieved, the pacemaker functioned normally. The pt was taken to the cath lab for evaluation, which revealed ventricular lead thresholds much higher than those checked on-invasively. Although there was no physical sign of fracture, the lead was replaced. Given the previous intermittent telemetry problems, the generator was also replaced.